Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had faced issues of low flows intermittently for the last month. The patient was admitted (B)(6) 2025 due to frequent low flow alarms. The patient underwent a computed tomography scan. The patient was stable. On (B)(6) 20205 the patients labs were international normalized ratio (inr) 1.5, alanine aminotransferase (sgpt): 45, alkaline phosphatase 147, blood urea nitrogen (bun): 22, and lactate dehydrogenase (ldh): 193. Rest all renal, liver and hematological parameters were normal in range. On (B)(6) 2025 more labs were done and showed bun:46, create: 1.84, inr: 2.14. Rest all renal, liver and hematological parameters were normal in range. The log files were reviewed and showed low flow alarm events on 14jul2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any equipment issues causing these events. These seemed to be patient related. The trended periodic log file data appeared to show a downward trend in recorded calculated flow values over the time. The CT results would be discussed with the clinicians and submitted. The cause of the low flows was an obstruction found at the outflow graft anastomotic site at ascending aorta. The low flows resolved with a stent implanted in the outflow graft. The pump flow had increased to 5.4 lpm from 2.3 lpm soon after the stent was implanted. There were no patient symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The CT report from the earlier CT scan done could not be retrieved. The last month's CT can results were provided. A cta of the thoracic aorta were acquired in 256 slice CT scanner used for non ionic contrast media. It was 65 ml at the rate of 3.5 ml/sec respectively. Vr, sagittal and coronal reformats were also made. The images were made available on laser printout. The status was post operative lvad and stenting were done. The lvad was seen. The inflow cannula was normal in position directed to the left ventricle and was not abutting any ventricular wall. It showed faint contrast opacification. No obvious thrombosis or obstruction was seen. No kinking was seen. The flow device was normal in appearance and alignment. The outflow track stent was normal in position and was seen protruding into the ascending aorta. There was faint opacification seen in the outflow track stent. No contrast extravasation was seen. There was mild hypodense rim (approx. 2 mm) seen at the outflow track near the outflow cannula. The ascending, arch and descending aorta appeared normal in course, caliber, opacification and branching. Mild eccentric soft plaque with intimal calcification seen in the arch of the aorta. No significant luminal narrowing was seen. Visualized lung fields were clear. The spine showed degenerative changes. The impressions were the outflow track stent was normal in position and was seen protruding into the ascending aorta. Faint opacification (as compared to the ascending aorta) was seen in the inflow cannula and outflow track stent in the lvad. Cause echocardiogram correlation was suggested. There was mild hypodense rim (approx. 2 mm) seen at the outflow track near the outflow cannula. This could have been due to bio debris. This suggested clinical correlation.

Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer's investigation conclusion: analysis of the log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the alarms resolved soon after the stent implantation. The reported outflow graft (ofg) obstruction could not be confirmed via the submitted videos and image. The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Additionally of note, review of the submitted controller periodic log file revealed a gradual decrease in flow over several months leading up to the events captured in the controller event log file. The patient remains ongoing on heartmate 3 (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. B, are currently available. Section 1 of the IFU, introduction¿ addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.